Manufacturer narrative:
(B)(4). Film review: a 1 month post-procedure x-ray images was reviewed. The image clearly shows a deformed endoanchor as well as a broken portion of an endoanchor behind a cuff. This MDR is being submitted as part of a retrospective review/remediation effort performed (B)(4).

Event description:
The physician was the implanting physician and used 7 anchors to fix the main body with the aortic wall. The seventh anchor encountered resistance. At the second stage the anchor bent and the cross bar is broken. The rest of the anchor and the broken cross bar were attached to the graft. The cause of the resistance at second stage is unclear and the images showed no evidence thrombus. Resolution of event: after the anchoring the physician used a cuff (due to the anatomy of the aorta) so the anchors and broken anchor are behind the cuff. It was a difficult anatomy and evar was only being used because of the patient's heart condition.